Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke during use.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has conducted further investigation relating to this issue through a CAPA where improvement opportunities have been identified and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA where improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. Root cause description: although no samples or photos were available for evaluation, a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke during use.

Manufacturer narrative:
Correction: additional information was received via customer email. The following information has been updated: b.1. Date of event: 2018-12-27, e.1. Initial reporter first name: billie-jo e.1. Initial reporter last name: seward e.1. Initial reporter phone #: +1(717)397-4019, e.1. Initial reporter e-mail: billiejo.seward@davita.com, e.1. Initial reporter addr 1: 2100 harrisburg pike, e.1. Initial reporter city: lancaster, e.1. Initial reporter zip: 17602, e.1. Initial reporter facility name: davita suburban.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke during use.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke during use.